Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their centrimag right ventricular assist device (rvad) decannulated. The patient had right heart failure prior to the left ventricular assist device (lvad). The device did not causes or contribute to the right heart failure. The patient had moderate to severe right ventricle function. The patient was discharged.

Event description:
The rvad was implanted at the time of the lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient had their centrimag right ventricular assist device (rvad) decannulated on (B)(6) 2024. Per additional information, the right ventricular dysfunction existed prior to left ventricular assist device (lvad)/rvad implant and was not considered to be device related. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The heartmate 3 left ventricular assist system instructions for use (rev. C) and patient handbook (rev. D) outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their centrimag right ventricular assist device (rvad) decannulated. The patient was discharged.